Manufacturer narrative:
Heartsine's investigation confirmed the reported fault and determined the root cause to be the failure of the speaker. Measurements taken during the investigation confirmed a failure of the speaker. The fault could not be replicated with a good known speaker. This would confirm the failure of the returned speaker. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue audible prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to issue audible prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.